Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had changed the reservoir three times and was still receiving a no delivery alarm. The blood glucose reading was 400 mg/dl. While troubleshooting, the customer was assisted in performing a 5 unit fixed prime and the insulin pump alarmed again, and insulin did not exit. After removing the reservoir and reinserting it, the manual prime was successful. The customer was advised to call when the alarms occurred to troubleshoot.